Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the cartridges "explode while filling". It was also reported that the pump did not deliver insulin as intended. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.